Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, slight moisture damage was noted at the keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
It was reported by the customer that their insulin pump was damaged near the reservoir compartment. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.